Event description:
When pt was being lifted by device it would not stop when stop button was pressed. Pt hit the tip of head on lift but there was no permanent injury. The motor was returned to distributor and repaired adn returned.